Manufacturer narrative:
On 4/19/2020, a manufacturing record evaluation was performed for the finished device 7701943 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 500cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement of the left breast implant with saline mentor smooth round high profile 500cc on (B)(6) 2019. The patient developed hematoma on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 500cc on (B)(6) 2019.